Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the batteries of the intra-aortic balloon pump (iabp) were not charging. It was also reported that the iabp shutdown on battery power. This event occurred during use on a patient. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and troubleshot the transport removable power supply. It was found that there was a delay before the system switched from battery power to ac power using the transport removable power supply. The fse informed the customer to wait until battery switches to ac power on the system monitor before removing the battery. The fse replaced the removable power supply and no problem was found. The iabp unit was cleared for clinical use.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It was also reported that the iabp shutdown on battery power. This event occurred during use on a patient. No adverse event was reported.